Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor bulkhead and ventilator interface board were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for 'no inspiratory flow sensor' and 'no expiratory flow sensor'. There was no reported patient injury.